Manufacturer narrative:
H6: 1494: off-label; acd<3.00 at the time of implantation. (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 12.1mm vticmo_12.1; -13.00/1.5/092 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens was intraoperatively replaced with a longer length lens due to low vault without rotation. This resolved the problem. Cause of the event was reported as unknown.